Event description:
It was reported that during a hepatectomy procedure, the hand switch suddenly was unable to be used. The footswitch was used. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.